Event description:
It was reported that (1) device was used during an ovarian cystectomy. It was reported by the affiliate that the 35hlt tip of the inner sheath (lens) broke and the lens remained in the abdominal wall. The surgeon has not decided yet to perform a reoperation, since the pt hesitates a reoperation. Another instrument was used to complete the case. The device was discarded.